Event description:
A nurse reported to baxter (B)(4) that a leak was found around the patient adaptor, after being in use for 40 days. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4).the sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Received one used set with no cap on spike and no cap on patient connector in reference to leak. Functionally hand tightened a lab ((B)(4)) titanium adapter without difficulty. Set was tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. This complaint for leak is not confirmed and the cause was not identified because evaluation of the returned sample did not duplicate the alleged leak issue, and no manufacturing abnormalities were observed.